Event description:
It was reported that about 6 months prior to the report the patient began to have discomfort near their implantable neurostimulator (ins) that was attributed to scar tissue. Approximately 2 weeks prior to the report the patient had their ins moved from their back to their abdomen due to this discomfort. The patient was doing very well and was happy with their stimulation after the revision.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).